Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) is not working due to the pump is stuck and it would not inflate. The patient complaints that he can not get an erection. The device has about five years but the patient stated that it has not worked for a long time. Patient service specialist recommended the patient to contact his urologist for assessment. No more information is available.